Event description:
According to the customer: "during priming of system a runaway error rfd 21912 -occurred placed a second head on system and second head (rfd - 437) displayed a head error failure. Removed both rfd and console from use. Replaced both devices rflow console and rfd with backup systems. Service troubleshoot systems and determined the rflow console was defective "del error". Both rfd's displayed errors and will be sent into the (B)(4) repair center for repair. Loaner rfd has been requested". (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device will be sent to national repair center for investigation.